Manufacturer narrative:
Corrected field : h6 ( medical device ¿ problem code). Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, customer reports unit loss pressure and died after. Unable to reproduce the issue the customer experienced. Completed system checkout repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Fields d1, d4 of the emdr is for original iabp cs100; however, this iabp was upgraded to a cs300 intra-aortic balloon pump, english, 110v catalog # 0998-00-3023-53 UDI# (B)(4), which was reported by the customer

Event description:
It was reported by the customer that during use on a patient cs300 intra-aortic balloon pump (iabp) lost helium pressure, then unit shut off. No harm to the patient.